Event description:
It was reported that the patient was implanted bilaterally for parkinson's disease. At some point, the left side lead fractured, resulting in feelings of electric jolts on the right side of her body. The lead was replaced in 2010. It was not possible to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
(B)(4). Lead model unknown lot# unknown implanted: unknown explanted: 2010; lead model unknown lot# unknown implanted: unknown explanted: na; programmer model unknown serial# unknown.